Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the low-pressure error was due to faulty manifold unit. However, the specific cause of the faulty manifold unit was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. During testing, it was discovered that the unit had a low-pressure problem. However, there were no power failure issues discovered. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus high flow insufflation unit unexpectedly lost power during a procedure. According to the initial reporter, this event did not result in patient harm. Though additional details were sought, the customer confirmed that no further information would be provided.